Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an incisional hernia surgical procedure on (B)(6) 2014 and mesh was implanted. Following the procedure, the patient experienced a recurrent hernia and underwent a surgical procedure with exploratory laparotomy this week. The mesh that had contact with the strap was absorbed by the visceral peritoneum and intestinal fibro saram. Additional information has been requested.